Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # unknown, unknown titanium modular stem with titanium neck, lot # unknown. Item # unknown, unknown ceramic head, lot # unknown. Item # unknown, unknown ceramic insert, lot # unknown. No products were returned to the product surveillance team for examination however, four pictures of the explanted products are contained within the journal article. The pictures show the explanted products in the operating theater and covered in biological debris. One image shows the stem, head, liner and cup assembled together, two images show the explanted stem without any additional components, and the final image shows the articulating surface of the explanted cup. Nothing conspicuous could be identified when examining the images, apart from the neck of the stem appearing slightly misplaced. However, as the products shown cannot be identified with guarantee as being zb winterthur manufactured products, no further remarks can be made. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. The journal article was reviewed by a health care professional with the following findings: a patient underwent a left total hip arthroplasty due to osteoarthritis. Approximately 12 years later, the patient presented with atraumatic pain and swelling in the left thigh. Imaging confirmed pseudotumor formation with bone resorption in the ilium and acetabulum. The patient was revised on an unknown date. During the revision, the pseudotumor was excised, and bone erosion of the anterior proximal metaphysis was noted. The components appeared osseointegrated, so the stem was removed via transfemoral access and the cup with gauges. Supraacetabular osteolysis extended to the ilium and ischium. All components were revised without complications. Upon explantation, the components showed no evidence of breakages, scratches, or wear damage. The prosthetic stem and femoral neck were completely fused and inseparable, with no signs of local wear or damage. Based on the available information, the reported event can be confirmed. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: report source: italy. Corrado ciatti, pietro maniscalco, silvia bosio, calogero puma pagliarello, giuseppe bianchi, fabrizio quattrini. Pseudotumor from ceramic-on-ceramic total hip arthroplasty. International journal of surgery case reports, volume 116, 2024, 109374, issn 2210-2612. Https://doi.org/10.1016/j.ijscr.2024.109374. The exact event date is unknown at this time and the event dates provided are estimates based on the notification date. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported through a journal article that a patient had an initial left total hip arthroplasty performed due to osteoarthritis. Approximately 12 years later, the patient presented with atraumatic pain and swelling in the left thigh. Imaging confirmed a pseudotumor formation with bone resorption in the ilium and acetabulum. The patient was revised on an unknown date. During the revision, the pseudotumor was excised, and bone erosion of the anterior proximal metaphysis was noted. The components appeared osseointegrated, so the stem was removed by transfemoral access and the cup by gauges. Supraacetabular osteolysis was noted which extended up to the ilium and ischium. All components were revised without complication. Upon explantation, the components had no evidence of breakages, scratches, or wear damage. The prosthetic stem and femoral neck were completely fused and inseparable without signs of local wear or damage. Due diligence has been performed, however no additional information on the reported event has been provided at the writing of this report.